Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Initial reporter name - unknown. Establishment name - unknown . Phone number - unknown. Based on the results of our investigation the root cause of the complaint could not be identified. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Lot history file and retention samples were unable to be confirmed since the lot number is unknown. Representative samples sg3 needles were subjected to a simulation of safety sheath thru manual activation was successfully conducted and no irregularity was encountered that might lead to the complaint. We have series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Only samples passed are allowed to be shipped. (B)(4).

Event description:
A maude database search conducted on march 15, 2021 found a maude report number mw5099560. The event description states:"when the nurse was closing the safety device over injection needle, the device did not close all the way which resulted in a needle stick".